Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifiers: patient 1 = sid (B)(6), patient 2 = sid (B)(6), patient 3 = sid (B)(6).

Event description:
The customer observed falsely elevated sodium (na) results for 3 patients on the alinity c processing module. Results were not reported to the medical provider. The following data was provided by the customer. Patient 1, 68 years old, sid (B)(6); initial result = 180 mmol/l repeat result on another instrument = 139 mmol/l. Patient 2, 72 years old, sid (B)(6); initial result = 185 mmol/l repeat result on another instrument = 141 mmol/l. Patient 3, 86 years old, sid (B)(6); initial result = 183 mmol/l repeat result on another instrument = 142 mmol/l. The customer uses reference range = 136 mmol/l-145 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium (na) results for 3 patients on the alinity c processing module. Results were not reported to the medical provider. The following data was provided by the customer. Patient 1, 68 years old, sid (B)(6); initial result = 180 mmol/l repeat result on another instrument = 139 mmol/l. Patient 2, 72 years old, (B)(6); initial result = 185 mmol/l repeat result on another instrument = 141 mmol/l. Patient 3, 86 years old, (B)(6); initial result = 183 mmol/l repeat result on another instrument = 142 mmol/l. The customer uses reference range = 136 mmol/l-145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information was added under concomitant product: list number c-35016756-01,cable, ict to ict preamp. The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures including replacement of the ict to ict pre amp cable (c-35016756-01) and the part replacement resolved the issue. The ict to ict pre amp cable (c-35016756-01) was determined to be the likely cause. The instrument service history review revealed one additional ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the ict to ict pre amp cable (c-35016756-01) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number ac01053, or the ict to ict pre amp cable (c-35016756-01).